Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were sent for analysis for the patient. The patient had an ongoing chronic driveline fault alarm that was spliced in 2019 (MFR #2916596-2019-05892). Log files were requested for routine analysis. The event log captured driveline fault alarms all throughout the log file. Phase 2 of the unmonitored black wire continued to have a short causing the driveline fault alarms. There was no low speed or pump off events seen in the log files. The other 5 wires appeared to be functioning as intended. The log file also captured clusters of pulsatility index (pi) events (229 total) from 28mar2026 to 30mar2026. The pi events seen here were of a significant amount and may possibly point to another issue. The log file also indicated that the patient doesn¿t utilize the power module or mobile power unit (mpu). The patient slept on battery power. Otherwise, there were no unusual events seen within the log file. The ventricular assist device (vad) was functioning as intended.

Event description:
The patient had no adverse effects, and the plan of care was to monitor them for any changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.